Manufacturer narrative:
Reported event: an event regarding loosening involving an accolade stem was reported. A review by a clinical consultant confirmed stem loosening and subsidence. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review by a clinical consultant noted: [...] On the provided x-rays at 6-months post implantation, the stem is however already loose with radiolucent lines around the entire proximal stem section with additional subsidence of the stem. This was caused by an undersized stem. A size #2 accolade-ii stem was implanted but on the x-ray there is still ample space between stem and femoral cortex indicating stem stability was marginal even though reported as adequate during primary arthroplasty. Undersizing of the stem causes excessive micromotion between stem and bone which is counterproductive for bone ingrowth fixation. As such has this stem never acquired any adequate bony fixation. Because optimal component choice is the responsibility of the surgeon, this factor is procedure-related in origin.[...] Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: undersizing of the accolade-ii stem has contributed to excessive micromotion and consequent lack of bone ingrowth fixation requiring early revision for a loose stem. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised left hip of a patient originally done on (B)(6) 2015 due to thigh pain, which he claimed was due to a loose stem because it was originally undersized. He replaced the accolade ii stem and head with a securfit adv stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon revised left hip of a patient originally done on (B)(6) 2015 due to thigh pain, which he claimed was due to a loose stem because it was originally undersized. He replaced the accolade ii stem and head with a securfit adv stem.